Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "during an expansion today, he re-inflated a left tissue expander about 240cc, but when he removed the needle from the port site, it keeps dripping clear fluid." Device remains implanted.